Event description:
It was reported to philips that the heartstart xl defibrillator did not deliver a shock while in self-test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.